Event description:
During the implant procedure, high pacing impedance was observed on the left ventricular (lv) lead. The lv lead was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Electrical tests did not reveal any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device and the df-4 connector sleeve. Dimensional analysis results of the connector boot were within product specification.